Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A complaint was received regarding a hip construct stating: "the primary surgery was performed on in (B)(6) 2007 via tha. It was reported that dislocation occurred in 2014. After that it was happened every once a year. Thus, the revision surgery was performed on (B)(6) 2018 by replacing the liner (p/n: 124150000) and the head (p/n: unknown). It was confirmed the liner damaged due to crush. It would be considered some unnecessary force was applied to the liner at the first dislocation and it was broken. So, it was thought that the dislocation occurred - from the broken part. The surgery was completed without surgical delay. No further information was provided by the hospital." No further information was available. No device associated with this report was received for examination. None of the information provided can confirm the complaint as the liner has allegedly fractured, a DHR including material cert was performed: product 124150000 lot 2668744 was manufactured november 2006. (B)(4) parts were manufactured to specifications. No non-conformances or deviations are noted. The material certificate was reviewed. The documentation indicates inspection and approval. Additionally, a worldwide complaint database search found no additional related reports against the provided product code/lot code combination for the liner (124150000/2268744). This further suggests that there is no broader lot-related issue. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the head and locking ring because the required product information was not provided. Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy. Without the physical complaint samples associated with this report, it was not possible to determine if the devices failed to meet specifications at the time they were released for distribution.   The devices associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. Overall, from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to dislocation.